Event description:
It was reported that the patient experienced a loss of therapeutic effect, occurring two weeks previous; a return of symptoms was also experienced, including "leaking that isn't "bad."" No falls or traumas were associated with the return of symptoms. The patient planned to turn up her stimulation amplitude to see if her symptoms improved. Additional information received reported that the patient was still having concerns regarding her device or therapy but she was working with her physician or a manufacturer representative. An appointment was scheduled for (B)(6) 2012. Additional information received reported that the patient's implantable neurostimulator (ins) had, at first, worked really well; recently, a month after its implantation, she started to have "leakage." The patient's ins settings were changed "a couple of times," but it "didn't make a difference." Her physician informed her that she had developed a urinary tract infection (uti) and she was treated for it; her physician suggested that the uti may have been the reason for the "leakage." The physician reprogrammed her to program #2 at 0.8 volts. Patient outcome was not provided. If additional information is received, it will be included in a supplemental report.

Manufacturer narrative:
Product ID: 3889-28 lot#: v979273 serial#: implanted: 2012 (B)(6), explanted: product type: lead product ID: 3037 lot#: serial#: (B)(4), implanted: explanted: product type: programmer, patient. (B)(4).